Event description:
The customer passed out at home. His wife took his blood test on the breeze2 and the reading was 462mg/dl. An ambulance was called and the paramedic retested the customer with the ambulance meter. The reading was 234mg/dl. The customer was hospitalized for three days. He was told he had the flu. The customer was asked to return the test strips for evaluation. New meter and strips were sent to him.